Manufacturer narrative:
No direct product analysis could be performed as the catheter was disposed of by the facility. As no technical examination of the affected device could be performed, it is not possible to conclude the cause of the complaint. The device history records for the reported product lot number have been reviewed and no quality issues were noted.

Event description:
An ultraflow was being prepared for use in an avm treatment with onyx. It was reported upon withdrawal, the catheter broke at approx 5cm from the distal tip. No pt injuries or complications were reported.